Manufacturer narrative:
It was reported that there is towel lint in pack. No photo, it was an emergent situation and therefore no opportunity to grab a picture. But I did have a significant amount of lint roll up into a ball on my fingertip just swiping my finger across the towel. Staff completed the procedure with extra caution to prevent any lint from being introduced into the patient. Unknown if injury occurred, or how pt is doing now. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Issue with towel lint.